Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin 1 on keypad assembly. P-cap or reservoir locks properly into place. Device received with minor scratched lcd window, pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).